Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited a paravalvular leak 18 days post implant. The decision was made to explant and replace the valve, which was performed without reported complication. No symptoms or adverse pt outcomes were reported.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: this device has been returned to medtronic for analysis. To date, the analysis of the product has not been completed. Upon completion of the analysis, a follow up report will be submitted to FDA. Conclusion: review of the device history record shows that this product met mfg specifications when released for distribution. The valve will be analyzed, and upon completion of the investigation, a follow up report will be submitted. The device was replaced without reported complication.